Event description:
Applied medical kii balloon, blunt tip system, c0r50, trocar tip broke into several pieces upon insertion into the abdomen. Applied medical regional rep, (B)(6) contacted and confirmed that the fractured pieces do have radiopaque properties. Four pieces of broken tip identified under fluoroscopy and retrieved. The retrieved pieces were lined up with the main trocar and appear to fully line up with the broken edges. This did attribute to a longer procedure and anesthetic time. Reason for use: laparoscopic robotic total hysterectomy, bso, cystoscopy.